Manufacturer narrative:
A device evaluation confirmed the customer allegation. The insertion tube was crushed. The bending angle was insufficient due to the elongation of the angle wire. The channel cleaning brush could not be inserted due to the collapse of the forceps channel. The curved tube was damaged. The water tightness of the operation part was not maintained. There was peeling of the index on the operation part. Peeling of the bending section rubber was recognized and the adhesive was chipped. The adhesive part of the objective lens had come off. The adhesive part of the illumination lens had come off. Scratches were found on the eyepiece. And peeling mark was observed. Index peeling is observed on the connection part and on the diopter ring of the eyepiece. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the insertion tube of the fiberscope exhibited stenosis. The device was returned, and an inspection revealed, the coating of the image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors and handling. The event can be prevented by following the "handling and general precautions" in the instructions for use. Olympus will continue to monitor field performance for this device.